Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles intermittently observed throughout the infusion set tubing. Customer's blood glucose level was in the 300 mg/dl range. Customer changed the infusion set multiple times to resolve the reported issue.